Event description:
I was diagnosed with sinus thrombosis back in 2004, that with the malpractice of my doctors, almost killed me. The cause of my condition was (B)(6) birth control pills. I am the mother of four girls and during my pregnancy I had to take fragmin shots. Because of this I have not been able to use hormonal birth control. After our youngest was born, my husband and I decided to have essure done. I had to fight over six months for the doctors to allow this procedure for me (due to young age I presume). After I was implanted with the essure device, I felt ok for about 6 months, I had some minor pains but I just thought they were normal reaction to having the coils put in. But now that the pain has increased I have been left wondering. At this moment, I have been suffering from tremendous amount of stomach pains with some menstrual flow abnormalities. I have had to miss work several times due to these pains. The doctors have examined me, everything seems to be ok, and they say it's not caused by essure. I feel like I have been labeled 'crazy'. To add insult to my injury, my doctors are really pushing me to have a (B)(6) with my essure. I refuse to have it, enough is enough! Otc meds: burana, panadol, litalgin.